Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all manufacture specifications. The reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Please note that the incorrect date of manufacture (dom) (jan 17, 2013) was inadvertently entered into the initial medwatch report. Upon further investigation the correct dom (jan 18, 2013) has been obtained and entered in this supplemental medwatch report. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 3 of 5 for the same event it was reported from (B)(6) that during a neuro spine surgical procedure, it was observed that the handpiece device lost power and died in the surgeon's hand when used together with a medium attachment device, a long attachment device, and a console device. It was reported that the handpiece device was replaced with an identical spare device and when the surgeon put his foot on the foot pedal device, the handpiece visibly jumped in his hand. The surgeon ceased using the drill for the remainder of the procedure. It was reported that there was a three minute delay in the procedure and a competitor's device was used to proceed with the procedure. It was reported that there was no indication of a malfunction with the foot pedal device. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.